Event description:
Pt noticed they were experiencing a rise in their glucose levels -received a low battery indication on pump. Charged batteries and pump locked-up on self-test screen and pt was unable to receive any further insulin from device. Returned to subcutanerous injections of rapid-acting insulin every 24 hours til able to get some "lantus" prescibed by md. Requested company to evaluate problem. Was told they had to send in $499.00 for rebuilt one. Pt refused.